Manufacturer narrative:
A DHR review was conducted and confirmed that this device met manufacturing specification prior to shipping from rti surgical. Prior to the return of the complaint device, a unit from the same lot was pulled from rti surgical inventory for inspection purposes and was found to be conforming. The complaint device was later returned to rti surgical and passed quality assurance inspections. The patient confirmed to have fallen which is likely the cause of the device migration. A nonconformance could not be identified and the device was found to meet manufacturing specification. Additional information will be added to this report should it become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a fortilink-ts implant migrated post-operatively.